Manufacturer narrative:
(B)(4). Advancer bypass the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first two consecutive firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; two pear shaped clips were released. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. During the following two firing sequences, it was noted that the clips did not fully advance into the jaw causing clips with gap. Then, the remaining four clips were cycled fed and formed conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out and would not fire. The clip was in jaws of device but surgeon could not squeeze handle. No clip would fire on tissue. This occurred on first firing of device. A new device of same product code was used to complete procedure. There were no patient consequences.